Manufacturer narrative:
The insulin pump was received with blank flashing white lcd with audio beeps due to cracks on the lcd controller. Unable to verify missing segments/partial display due to blank flashing white lcd. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, severely scratched display window, and keypad overlay texture damage.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a flashing a white screen and was beeping with no alarm on the screen. The customer¿s blood glucose level was unknown. The customer¿s parent was assisted with troubleshooting, and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.